Manufacturer narrative:
The argon plasma coagulator (apc)/electrosurgical unit (esu) system was returned and thoroughly evaluated. The findings were as follows: chronological log review: the log was reviewed on the day in which the event appeared to have occurred. There were no malfunctions recorded during the time frame of the procedure. Apc inspection and testing: the coagulator was found to be producing flowrates and outputs within specifications. Additionally, all of the leakage currents were well within the acceptable limits per the electrical standards (note: some unrelated service work was performed on the coagulator.). Esu inspection and testing: the generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. Additionally, all of the leakage currents were well within the acceptable limits per the electrical standards. The esu was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved devices. In conclusion, no equipment problems were found to have caused or contributed to the event. Most likely there were many factors involved in the reported incident. However, no conclusive determination could be made as to the cause of the event. Nevertheless, the customer will be advised to ensure that all connections are secure as well as to have the involved scope monitor checked. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is being planned with the medical staff at the center. No trends were found regarding the reported issue. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) system [part number (p/n) 10140-100, serial number (s/n) (B)(4)) was involved in a patient incident. The equipment was used in a colonoscopy to treat an arteriovenous malformation (avm). The apc/esu system settings were apc pulsed, effect 2, 30 watts, 0.8 liters per minute (lpm) flowrate. The system was used with a filter integrated argon plasma coagulation (fiapc) probe. The nurse described an issue with interference and screens blacking out as well as a submucosal "bled" as the probe touched the tissue sending argon under the mucosa. He described a small area coagulator in the middle of the bled that led to a perforation.' After the procedure, laparoscopic surgery was performed to address the perforation. No further information was provided on the patient's condition.